Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable wires were exposed. Customer¿s blood glucose was 230 mg/dl.